Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The field service engineer (fse) evaluated the device. The flow sensor was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator had a flow out of range. The ventilator was not in use on a patient at the time of the event occurred.